Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. Before going to sleep, the cgm reading was 240 mg/dl, and during the night the cgm reading did not warn for a hypoglycemic event. The patient was found unconscious by their wife who called the emergencies. When a fingerstick was taken, the cgm was reading 240 mg/dl, and the blood glucose reading was 15 mg/dl. When the patient regained consciousness, he was chewing on a sandwich, and was given an oral glucose gel. The patient recovered at home and was not brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.